Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were issues with charging a pain stimulation implantable pulse generator (ipg) using the controller. The controller's screen went black during the charging attempt, displayed a "data dump" message, and became unresponsive. It was also noted that the controller might have shown a "memory problem" and had been glitching intermittently. Additionally, the implant's battery was depleting faster than the controller's battery, requiring charging every couple of days, whereas it previously lasted longer. The patient confirmed that their therapy settings were kept relatively low. Troubleshooting was attempted over the phone, but the patient preferred to meet with a representative in person to address the issue. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) who states the cause of the unresponsive controller and "data dump" message was unknown. They were not aware of this issue and reports the controller has been working as intended. Rep also reports the cause of the ins depleting faster was expected due to patient settings. Patient was switched to lower frequency settings which resolved the issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.